Event description:
A mother has called in to report the nebulizer becomes very hot on the bottom of the unit after approximately 20 minutes. The device is used on her twin daughters treatment. Alll medication has reportedly been administered as ordered without incident. No missed treatments. The mother will contact a dealer in the area to see about possible repair or replacement. The serial number provided by the reporter has not been able to be confirmed. No injury.